Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was overstimulation, stimulation in the wrong location and a shocking and jolting sensation. It was noted that reprogramming was a required action. It was noted that impedance testing was also performed. It was noted that the temperature monitor was displayed. It was noted that the patient thought the implantable neurostimulator (ins) was getting too hot and that they might be ruining it. It was noted that the patient complained that it was extremely difficult to find the icon explanation in the manual for the temperature gage as it was not in the quick reference pop-up guide. It was noted that the patient complained of feeling electrocuted when trying to apply the recharger. It was noted that the patient became upset when the manufacturer representative said jolt or shock and was determined that it was far beyond a shock or jolt. It was noted there was a coupling issue with the recharger. It was noted that the patient complained about poor belt design. It was reported that the patient complained that there were too many buttons on the remote. It was noted that the patient complained that the buttons were hard to see with black plus and minus buttons on a dark background. It was noted that the patient was alive with no injury. It was noted that there were no further symptoms associated with the event and successful reprogramming occurred along with further education. It was noted that the patient had used the device 95% since the since the time of implant. Additional information received reported that no further diagnostics were performed and the cause of the event was not determined. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID neu_recharger_acc, serial# unknown, product type recharger; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the manufacturer representative heard from the doctor¿s ¿ma¿ that the patient had decided not to proceed with any further surgical intervention as of 2014-(B)(6). The ma also stated that the patient was getting slightly better relief with the new settings but was not getting much in their thighs where they wanted it. It was noted that the patient was not scheduled to return to the office at ¿any time soon.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was looking for a new neurosurgeon and was seen by the implanting doctor on (B)(6)-2014 as a new patient. The physician subsequently asked for the manufacturer representative to see the patient. The patient was seen on (B)(6) 2014 in the office of the healthcare professional (hcp) for reprogramming and system check. The patient was unhappy with the system since it was implanted in (B)(6) of 2013. The patient complained of intermittent shocking and uncomfortable stimulation that they attributed to the stimulator. It was noted that the manufacturer representative could not replicate the symptoms during the one hour visit. It was noted that impedances were within normal limits. When the patient was asked what happened when they turned the stimulator off the patient stated that they rarely turned it off because they had chronic pain 24/7. Because the device was for pain, the patient questioned why they would turn it off. It was discussed with the patient that potentially turning it off may help to determine if the stimulation was causing the symptoms the patient was describing and that it was possible the patient's nerves were responding to being potentially overstimulated. The patient commented that their prior device never had the symptoms and refused to turn it off occasionally to assess it. It was noted that the manufacturer representative asked the "ma" to come into the room with the patient and manufacturer representative. It was noted that they discussed options to assess and hopefully help with the symptoms. It was noted that the patient appeared to be frustrated and upset and was not receptive to suggestions. It was noted that the manufacturer representative did some reprogramming of the system. It was noted that most of the upper and mid sections of the lead gave the patient uncomfortable rib and abdominal stimulation. It was noted that the patient had some coverage where they needed it which was in their posterior thighs and low back. It was discussed that if the patient needed follow-up programming that could be done but it was noted that there was "not much room" to change the settings from the groups and programming that the patient had available. It was discussed that the patient may want to meet again with the doctor for discussion of possible next steps. The patient was going to use the new settings to see if they made any difference to their pain. It was noted that the patient used the device 99% of the time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative (rep) stated that the patient re-reported the issue of the ins turning off, turning back on, and causing a jolting sensation to him. The rep re-ran impedances and they were all under 1000 ohms and most below 800 ohms. The patient stated the jolts did not accompany positional changes. The patient thought they might be related to other injuries, the fall and the concussion. The rep also stated the patient reported being shocked after pulling into a parking space adjacent to power equipment. The rep created a new adaptivestim group with lower amplitudes to see if this reduces the sensations. The rep stated that the patient has a second spinal cord stimulator device from a different manufacturer with leads in a separate location. It was reviewed that it is unlikely there would be interaction between the two. It was reviewed that temporary shots can cause sensations, and the rep was planning on turning stim off for a day on each device to see if this affects stim.

Event description:
Additional information received from the rep reiterated issues previously reported. The rep stated that the stim going on and off is based on the patient's perception but was not confirmed with a programmer at the time of the event. The rep met with the patient on (B)(6) 2017 and found no impedance issues. The patient moved around in different positions to check impedance and every time they were fine. It was noted that the ins issues have occurred both with and without adaptive stim enabled. It was reviewed that the patient should keep a diary to see if any trends are present.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient noted that they thought the stimulator was causing sporadic numbness in their legs which subsequently increased discomfort and caused occasional falls.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported that the patient had a burning/pinching pain when the ins shifts and that it was turning off and on on its own since implant of the device. The issue occurred randomly in any position/location and at any charge level. In (B)(6) 2015 this resulted in a concussion as it occurred as the patient was stepping in of their car, lost their balance, and hit their head. It was also noted that the patient stopped using pool therapy 2 fridays prior ((B)(6) 2015) due to the pinching and burning. It was initially alleged that this was all in her head and a second opinion was obtained from a doctor who agreed it was all in the patient's head. The indications for use for the implanted device were noted as multiple back operations and postlaminectomy pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.